Manufacturer narrative:
An event of air in device with patient effects of air embolism, EKG/ECG changes, and low blood pressure was reported. Information from the field indicated that the event was presumably caused by the wet-to-wet connection between the loader and the sheath. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported air in device with patient effects of air embolism, EKG/ECG changes, and low blood pressure could not be determined. An unexpected medical intervention was a result of case specific circumstances, as medication was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect- impact code: 2199. Medical device problem code: 2993.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was chosen for implant using 14 f amplatzer amulet delivery system. The patient was under conscious sedation during the procedure. No continuous flush was attached. During the procedure , while implanting an air embolism was observed, likely resulting from a wet-to-wet connection between the device and the sheath. This led to transient electrocardiographic (ECG) elevations. The sequence of events leading up to the air embolism, as described by the physician, suggests it occurred during the wet-to-wet connection. Following the device placement, coronary angiography was conducted to identify the location of the air embolism, which was found in the left anterior descending (lad) artery. Air was subsequently aspirated using an aspiration set, and as part of medical intervention to treat the low blood pressure the medication nora was administered. No continuous flush was attached. The dilator or guidewire was not removed too quickly or too slowly. After their removal, the loader was not immediately connected to the sheath; instead, an adapter and syringe were used first. During device advancement through the sheath, air was detected via angiography. The occluder was then retracted into the loader and flushed again. Aspiration was performed at the sheath to remove the air. The amplatzer amulet occluder was not retracted prior to deployment. Post-removal, normalization of ECG readings and blood pressure was noted. As a precautionary measure to exclude neurological complications, a computed tomography (CT) scan was performed, which revealed no abnormalities. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.